Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user cracked their ilet screen after hitting it on an object at work. The screen became unresponsive, and the device could no longer be used. A replacement was arranged. The user reverted to alternative insulin therapy while awaiting the replacement. No injuries were reported. No symptoms, external assistance, or medical intervention occurred.